Event description:
Adult ed- the following email was sent to ed pi: 1.does not flash effectively 2.do not allow for draw of labs, increased hemolyzed samples 3.blood splashes when you remove the needle from the catheter. 4.needle is exposed with no where to safely dispose of while you are trying to secure your IV (if you can actually get one to secure :)) very unsafe with the intensity of most of our codes!! 5.do not hold up for cts with contrast, most of the time they blow.... 6.very very difficult to hold onto when attempting IV start 7.occlusion is difficult to obtain making them very messy!